Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones and out of range shocking lead impedance measurements. Pocket manipulation resulted in noise displayed on the shocking channel and varying shocking lead impedance measurements. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.

Manufacturer narrative:
An invasive procedure revealed this crt-d had a loose setscrew. The setscrew was successfully tightened and this device remains implanted. No additional information is available. If additional information becomes available, this event will be reopened. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones and out of range shocking lead impedance measurements. Pocket manipulation resulted in noise displayed on the shocking channel and varying shocking lead impedance measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings.